Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted at that time. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that they can hear an internal leak and noticed gas is coming out the back of the gas delivered engine (gde) on the vent . The vent was on a patient when the reported incident occurred, but patient was placed on another ventilator and there was no patient harm reported. The contact attempted to perform air/oxygen inlet transducer calibrations at a later time, and contact states that the blended gas calibration was successful but was unable to calibrate the oxygen inlet pressure transducer because the leak from the gas delivered turbine.